Event description:
Customer received bedtime blood glucose meter reading = 232mg/dl. Customer took 2 units. Customer woke experiencing very low blood glucose symptoms. Family member gave customer orange juice and glucose injection. Customer's blood glucose reading after treatment = 40mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.